Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber sleeve on the bd vacutainer® push button blood collection set's non-patient end was found broken before use. The following information was provided by the initial reporter: "rubber of np point broken".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/6/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for broken needle with the incident lot was observed. Additionally, evaluation of the customer samples was performed and broken needle was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the rubber sleeve on the bd vacutainer® push button blood collection set's non-patient end was found broken before use. The following information was provided by the initial reporter: "rubber of np point broken."